Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter did not have any additional information about this case and could not provide patient information. There was no report of any arcing and no thermal damage. No images are available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis could not reproduce and could not verify external event that the instrument "coagulates intermittently". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity test and performed energy delivery with no issue. The instrument was fully functional. No damage found on the conductor wire. An additional observation not related to the customer reported complaint was that the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. No sign of damage on the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps coagulated intermittently. The procedure was completed with no reported injury. Evaluation of the returned device found thermal damage on the bipolar yaw pulley with exposed electrode on the base of the forceps grip. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.